Event description:
A derotational femoral osteotomy was performed on (B)(6) 2024. In (B)(6) 2025, radiographic imaging revealed a fracture in the implanted plate. Additionally, the proximal locking screws appeared to be loosened and a pseudoarthrosis was observed at the osteotomy site. A revision surgery has been scheduled to remove the fractured plate and screws.